Event description:
Atrial plug mal-deployed and became lodged into the proximal left common carotid artery during attempted retrieval into sheath. Unsuccessful attempted snare retrieval from right common femoral approach. Procedure aborted and patient transferred to vascular surgery for emergent operative management. Physician documented mal-deployment of device. He personally informed me that he did not know what caused the device to do what it did. Risk is reporting this because the device did not do what it was supposed to do and the patient required surgical intervention and was sent to the or. Attempted occlusion of a small defect connecting the medial wall of an ascending thoracic aortic dissection false lumen to an adjacent 11 cm pseudoaneurysm with an atrial septal occlusion device.